Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set cannula kinked event on 04-aug-2024 within 3 hours of insertion. Insertion site wasupper buttocks. Blood glucose at the time of event was noticed 400+ mg/dl. Patient took the correction injection via mdi. Furthermore the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.